Manufacturer narrative:
(B)(6) pharma ae assessor spoke with the v-go 20 user. Patient states that while in the storepatient started to feel sweaty, confused, extremely tired and sleepy. Patient does not have a continuous monitor. Patient's daughter gave her some pepsi but then the patient jaw locked up and patient was unable to drink the juice. The paramedics were called and they treated patient with IV fluids as well as glucose gel. When they checked patient bg level it was 53 and that was after some treatments. Patient was transported to the ER were the patient removed the v-go device. Patyient spent about three hours before patient was discharged home. Patient states the same thing happened the next day but patient immediately recognized it and treated . Patient states the window in the device showed it was half empty after she had put it on 3 hours prior. Patient bg level was 56 at that time. Patient treated it by drinking grape juice and ate apple sauce. Patient stated that 3 devices that caused problems came from the same box. Patient stopped using devices from that box and has not had any more issues. Patient checks her bg levels by finger stick two times a day or more often if needed. Patient gives one click for lunch and two clicks for breakfast and dinner. Patient uses portion control; her exercise is limited due to having to wear oxygen from covid residual issues. Patient was on jardiance and tresiba prior to vgo. Patirent remains on the jardiance but the tresiba was discontinued. The device contribution cannot be excluded.

Event description:
Patient reported that last week on wednesday in the afternoon patient was in the store and was feeling a bit sweaty, so the patient checked her glucose level and it was very low. Patient stated the bg reading was at a 53, which the patient said is very low when her normal is usually in the 150 range. Patient stated she did eat 1 hour prior of her low glucose reading and patient was advised to go the hopital for further assistance that day. Patient stated that this is the first time patient has experienced low glucose levels while using the v-go device. Patient discard the v-go device.